Manufacturer narrative:
(B)(4).

Event description:
Additional information noted electrode 3 had impedance of 18,503 ohms. No additional information was reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3888q33, lot# va0cw94, implanted: (B)(6) 2014, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID 3550-39, lot# n354096, implanted: (B)(6) 2014, product type: accessory; product ID 3550-39, lot# n354096, implanted: (B)(6) 2014, product type: accessory; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information reported the event was resolved without sequelae.

Event description:
It was reported a premature elective replacement indicator (eri) message was displayed on the patient programmer. The battery voltage was checked and it confirmed a 2.8v level. The eri that was displayed was premature and should not have occurred until the neurostimulator battery was at 2.6v. The subject did not have a clinically undesirable experience/adverse event. A study device experienced a device deficiency. No action was taken as an intervention and there were no diagnostic methods reported. It was noted to not be related to the implant procedure and not applicable to the device or therapy. There were no patient signs or symptoms and the outcome was ongoing.